Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 17jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the display and the issue was resolved. The device passed performance verification testing.

Event description:
It was reported that the keyboard on the touchscreen was unresponsive (error 3153). There was no patient involvement. Event date not specified; estimate used